Manufacturer narrative:
This ipg serial number was included in a field advisory the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of stimulation due to their ipg becoming inoperable. Reportedly, the patient stopped charging their ipg as recommended. The patient has been referred for a pain pump evaluation and the timing of that is unknown. As a result, the ipg was no longer able to communicate with external devices. Surgical intervention may be taken at a later date to address this issue.